Manufacturer narrative:
Device not returned. Manufacturing records were reviewed and no incidents were found. Device not returned. Conclusion: using the information provided, the root cause of this event is likely inadequate pre-contouring of the rod prior to installation, which then applied a lot of force onto the blocker and tulip as these two components were relied upon to shape the rod.

Event description:
It was reported that "percutaneous surgery with mantis on l2-l5 level, compression of vertebrae on l4. The surgeon performed a percutaneous osteosynthesis with mantis material. He made a montage from l2 to l5. Screw insertion, insertion of the rod use of the persuader to "push" the rod into the tulip of the screw, final tightening with the persuader and the anti-torque wrench, removal of blades from the mantis screw heads. When closing the patient, when the surgeon began to sew the skin, the surgeon heard a "clack clack". The surgeon looked through the incisions screws: the nut was out of the tulip, bottom tight. Consequently, the surgeon removed the nut out of the patient, put the blades on the mantis screw heads, took back the nut driver with the persuader to re-insert the nut into the tulip without success. Surgeon removed all nuts, removed the stem, re-arch rod, re-inserted the nuts with the persuader and performed the final tightening with a torque wrench and anti-torque wrench. The procedure was extended from about 15-20 minutes."

Event description:
It was reported that "percutaneous surgery with mantis on l2-l5 level, compression of vertebrae on l4. The surgeon performed a percutaneous osteosynthesis with mantis material. He made a montage from l2 to l5. Screw insertion, insertion of the rod use of the persuader to "push" the rod into the tulip of the screw, final tightening with the persuader and the anti-torque wrench, removal of blades from the mantis screw heads. When closing the patient, when the surgeon began to sew the skin, the surgeon heard a "clack clack". The surgeon looked through the incisions screws: the nut was out of the tulip, bottom tight. Consequently, the surgeon removed the nut out of the patient, put the blades on the mantis screw heads, took back the nut driver with the persuader to re-insert the nut into the tulip without success. Surgeon removed all nuts, removed the stem, re-arch rod, re-inserted the nuts with the persuader and performed the final tightening with a torque wrench and anti-torque wrench. The procedure was extended from about 15-20 minutes."